Event description:
It was reported that the coil migrated post deployment. A 2mm x 4cm embold soft coil was selected for use in a prostatic artery embolization (pae) procedure. The vessel was 2-3mm, and the tortuosity was moderate to severe. During the procedure, the coil could not be retracted back into the microcatheter. The coil was deployed, and it was considered successful, but afterwards the coil moved out of position into the superior gluteal artery. The coil was pulled out with the sheath. After retrieving the coil, the physician decided to close and come back another day given the events. Only one side of the procedure was treated successfully; this side was not. There were no patient complications as a result of this event.

Event description:
It was reported that the coil migrated post deployment. A 2mm x 4cm embold soft coil was selected for use in a prostatic artery embolization (pae) procedure. The vessel was 2-3mm, and the tortuosity was moderate to severe. During the procedure, the coil could not be retracted back into the microcatheter. The coil was deployed, and it was considered successful, but afterwards the coil moved out of position into the superior gluteal artery. The coil was pulled out with the sheath. After retrieving the coil, the physician decided to close and come back another day given the events. Only one side of the procedure was treated successfully; this side was not. There were no patient complications as a result of this event.